Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported few days post-implant, high capture threshold and high pacing lead impedance were observed. Micro-dislodgement was suspected. Lead repositioning in multiple areas were attempted but were unsatisfactory. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.